Manufacturer narrative:
H3 device evaluated by mfg ¿ updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was seen to be kinked 176cm from the proximal end. The guidewire was returned broken 184.3cm from the proximal end and the platinum coil was stretched. There is evidence of bending forces to the nitinol tubing at the fracture point. The core wire was seen through the distal tip dome of the distal fragment. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. It was reported that the operator used guidewire to work with microcatheter to build access. Flushed and delivered the guidewire to reach the distal vessel but the manipulation was not good. When the operator rotated the tail of guidewire, the tip was not moved together. The operator withdrew the guidewire and found it tip fractured. Additional information provided by the customer indicated that the guidewire up to the distal end meets resistance and applies more force through the lesion, but without success and the patient¿s anatomy was moderately tortuous. The device was returned for analysis, and it was found that the guidewire nitinol tubing was fractured, and the distal coil was stretched, there was also some kinking to the guidewire. It is probable that the guidewire experienced friction and difficulties in advancing due to procedural and/or anatomical factors present during the clinical procedure. It is likely that the friction experienced caused damage and fracturing to the distal end of the guidewire. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿device difficulty engaging target vessel¿ and to the analysed ¿guidewire kinked/bent¿, ¿guidewire distal tip stretched¿ and ¿guidewire distal tip broken/fractured during use¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the right middle cerebral artery aneurysm embolization procedure, the physician used the subject guidewire to work with the microcatheter to build access. The subject guidewire was flushed and delivered to reach the distal vessel but the manipulation was not good. Physician encountered resistance while advancing the distal of the guidewire and applied more force through the lesion, but without success. When the physician rotated the subject guidewire, the guidewire tip did not rotate. After withdrawing, the physician found that the subject guidewire tip was fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the right middle cerebral artery aneurysm embolization procedure, the physician used the subject guidewire to work with the microcatheter to build access. The subject guidewire was flushed and delivered to reach the distal vessel but the manipulation was not good. Physician encountered resistance while advancing the distal of the guidewire and applied more force through the lesion, but without success. When the physician rotated the subject guidewire, the guidewire tip did not rotate. After withdrawing, the physician found that the subject guidewire tip was fractured. The subject guidewire was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.